Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated when they regained consciousness, they did not have the reservoir. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.